Manufacturer narrative:
The investigation for the reported access site bleeding has been completed. The impella device was not received from the customer. However, clinical details were sufficient to determine the root cause. The root cause of the access site bleeding was most likely use related, the bleeding was controlled after the angle of the insertion site was adjusted as per the clinical description provided. Corrections to the initial MFR report: d4 model number updated g1 MDR reporting contact email

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella cp support and they had access site bleeding. The intervention performed for this issue was unknown. The procedural outcome was the patient survived surgery.